Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. During support, the patient developed limb ischemia, and the physician decided to resolve this issue by performing a fem-fem bypass. Seven french short sheaths were placed in the right femoral artery and six french by 30 cm braided sheaths were placed in the integrate fashion in the left femoral. Both sheets were connected and there was good flow going down the left leg. It was reported that the patient was in stable condition at the time of the limb ischemia was resolved. Additional information noted the patient was made a do not resuscitate, care was withdrawn, and the patient expired. Use of the device cannot conclusively be associated with the outcome. Patient's peri-procedural condition was critical.